Event description:
The customer reported that the insulin pump alarmed after changing the battery. Troubleshooting was performed, and found that the only button that was functioning on the device was the escape button. The caller stated that the insulin pump kept going from fill cannula to time/date set up screens. The blood glucose reading was 220mg/dl. The caller also mentioned that the minutes were not changing. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump received with intermittent button response due to moisture damage on the keypad traces. The device passed the rewind, basic occlusion, prime, excessive no delivery and displacement tests. A cracked case, cracked battery tube threads and scratched lcd window noted.